Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead possibly experienced a syncopal episode. The patient was seen in the emergency room (ER) where ER staff noted intermittent loss of capture. The local boston scientific field representative (fr) reported that the pacing threshold was 2.5 volts and the device was programmed at 2.8 volts. The device was reprogrammed to 5 volts. The lead remains in service. There were no additional adverse patient effects.